Manufacturer narrative:
Other relevant device(s) are: product ID: 3487a-33, serial/lot #:(B)(4), ubd: 01-feb-2011, UDI#: (B)(4). Product ID: 748925, serial/lot #: (B)(4), ubd: 11-apr-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs), spinal pain, failed back surgery syndrome, complex reg pain syndrome type I, and failed back syndrome - other. It was reported that the patient was having a revision due to normal implantable neurostimulator (ins) depletion. They completely removed the lead and ins for the new implant to be MRI conditional. Before the procedure the patient was receiving good therapy and benefit. It was reported that the lead proximal end was damaged and had no insulation. There was separation of insulation at the proximal electrode contacts. The manufacturer representative planned to return the explanted devices for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v020693, implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: extension. Product ID: 74001, lot# n245037, product type: adapter. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the explant occurred on (B)(6) 2018. It was stated that the system had worked with no problems and the full system was changed out to provide MRI compatibility. During the removal, it was discovered that the lead covering was missing. The patient recovered without sequela. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3487a-33, lot# v020693, implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead; product ID: 748925, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: extension; product ID: 74001, lot# n245037, product type: adapter. Analysis of the lead v020693 found the outer insulation of the lead was separated in the body of the lead at a butt joint at the proximal end of the lead; consistent with explant damage. The functional test showed: #0-open #1- 103.3 ohms #2 ¿ 104.5 ohms #3 ¿ 98.9 ohms no shorts (dry conditions). Analysis of the extension (B)(4) found the extension body conductor was broken (overstress/damaged); consistent with explant damage.. #0-3.1 ohms #1- 2.9 ohms #2 ¿ intermittent #3 ¿ 1.6 ohms no shorts (dry conditions). The system functional test showed #0-open #1- 129.7 ohms #2 ¿ intermittent #3 ¿ 124.9 ohms no shorts (dry conditions). Evaluation method, results and conclusion code apply to both lead and extension. If information is provided in the future, a supplemental report will be issued.